Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to elevated sensing integrity counter (sic). The rv lead was found to have t-wave oversensing (twos). The lead was reprogrammed and the physician will remotely monitor the patient via carelink. The lead remains in use. No patient complications have been reported as a result of this event.